Manufacturer narrative:
H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a 3dimensions mammography system procedure on (B)(6) 2025, issues were experienced with acquiring calcifications. The hologic sales contact for the user site reported that they tagged the images associated with the biopsy for review by imaging scientists. A hologic technical support specialist (tss) was reached out towards for additional information regarding the pending review, and the tss reported that a team of hologic imaging scientists were reviewing the tagged images from the user site associated with the biopsy to determine the root cause of the adverse event. When attempting to obtain further clarification from the hologic sales contact regarding the reported event, the hologic sales contact reported that the procedure was successfully completed but only after a second incision was executed, and additional samples were taken to obtain the targeted tissue no further information is currently available.